Event description:
It was reported that during an unknown surgery, the trocar was not put in all the way to the end, and it was loaded. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2024 b3: unknown, assumed first day of month that complaint was reported d4: batch # a9e07f additional information was requested and the following was obtained: "the event occurred during laparoscopic cholecystectomy it was used on gallbladder artery ·there was no tissue damage due to clip failure. ·the patient is stable after the operation ·the doctor has noticed the mistake that it was loaded inside a trocar" "how did device not work? =>the device fired malformned clips. Did device jammed (not fire clips)? =>no. Did device not feed clips? =>no. Did device drop or eject clips? =>no. Did device sideways feed clips?=>yes. Did device fire malformed clips?=>yes. Did device fire scissored clips? =>device fired malformed clips. If other please specify" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. Upon evaluation of the device was inserted through a test instrument and no issues were noted related to an abnormal drag force. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three(3) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.